Event description:
The patient experienced decreased efficacy causing a gradual increase in spasticity. A dye study performed revealed a catheter fracture. The catheter was replaced. There was no injury reported and the patient recovered without sequela. The pump delivered lioresal.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: (B)(6) 2012. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed a broken catheter body anomaly. The catheter was received in 2 segments with the strain relief shroud detached as received. The section of catheter containing the dispensing holes was not returned. A non-significant indent was seen in the cup of the sc connector. The v-wing anchor had slice cuts that appear to be explant related. A hole was found about .2 cm from the proximal end of segment 2. It could not be determined if this hole (or cut) occurred at explant or before. The distal end of segment 2, when viewed in cross section had an oval shape to it. This indicated the catheter had been compressed in this area and most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.